Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of mitral stenosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the mitral stenosis could not be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis, re-hospitalization, and surgical intervention. It was reported the mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr). The mean pressure gradient was 2mmhg. Three clips were implanted, reducing mr from 3 to 1. On (B)(6) 2019, the mean pressure gradient was noted to have increased to 10mmhg. On (B)(6) 2019, the gradient was 7mmhg and the patient was experiencing right heart failure. On (B)(6) 2019, mitral valve replacement was performed. The patient was reported as stable and doing well. No additional information was provided.